Manufacturer narrative:
(B)(4).

Event description:
It was reported that sensor stopped working occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2023. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss due to the sensor and app were not being able to establish a connection. The reported event of a sensor stopped working is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).